Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels in the 500's mg/dl range and trace/moderate levels of ketones. The customer delivered correction boluses and manual injections to address the bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.